Event description:
After percutaneous transluminal coronary angioplasty(ptca),with the use of a whisper wire, the balloon was pulled back and upon exiting the body the tip of the whisper wire was still engaged in the balloon.